Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the g5 mobile application displayed a message to uninstall and reinstall from the application. No additional patient or event information is available. Data log was reviewed for evaluation on 02/272017. Complaint for structured query language error (sql) could not be confirmed. The root cause could not be determined, post investigation.